Event description:
A customer reported unexpected negative reaction on a pt sample with cell #2 of panoscreen 20, lot 25283. The pt has a history of anti-s detected in their serum.

Manufacturer narrative:
Selected s+s+, s+s-, and s- reagent red cells from retention panocell-20, lot 25283, were tested with anti-s, lot sc70n-4, and anti-s, lot 5d4733. No unexpected negative reactivity was observed. All s+ reagent red blood cells, including cell 2, exhibited the expected reactivity and all s- cells were nonreactive, as expected. The customer did not return product or sample for investigation. An issue with the sample can not be ruled out. The direction circular for panocell states "the reactivity of reagent red cells my diminish over the dating period. The rate at which antigen reactivity (i.e. Agglutinability) is lost is partially dependent upon the individual donor characteristics that are neither controlled nor predicated by the MFR.